Manufacturer narrative:
The information provided by the customer was reviewed. Without instrument files, a further investigation was unable to proceed. With the lot information provided, the certificate of analysis was reviewed. The lot was performing as intended at time of release. No systemic product problem identified. Per clsi c46-a2, arterial blood samples are preferred for blood gas analysis. Therefore, reference ranges for arterial blood gases may not be directly applied to venous and capillary blood gases. Variability in both capillary collection process and in capillary blood itself may affect test results for ph, po2, pco2, and calculated so2 of capillary samples. The customer used a capillary sample and is comparing the result to an arterial reference range, which they state is normally similar.

Event description:
The customer reported discrepant high ph when compared to the patient's clinical picture and reference range. No comparative measurements were made. There is no report of injury due to this event.